Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The customer reported that the vessels sealer extend (vse) instrument was disposed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered a sealing issue using a vessel sealer extend (vse) instrument. A call was placed to intuitive surgical, inc. (Isi) technical service engineer (tse) technical support who suggested changing the vse cord connector to the upper bipolar port on the vision side cart (vsc) instead of the lower bipolar port where it had been connected to. This seemed to have resolved the issue and the vse seemed to work with this configuration on the edematous tissue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter was present for the case. With the alleged vse instrument, the staff did hear seal completion tones with an insufficient seal. The surgeon could see there was not sufficient sealing and did not activate the cut. No tissue was ever cut that was not fully sealed. The issue was resolved after they switched to the upper bipolar port. The procedure was completed as planned without any injury or harm to the patient. Isi followed up with the robotics coordinator and obtained the following additional information: the vse instrument is not available for return. The robotics coordinator did not have any additional information to provide on the reported issue.